Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii on (B)(6) 2026, and the patient¿s vancomycin was discontinued. Upon receipt of the peritoneal effluent culture results the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and remains hospitalized as of (B)(6) 2026. Per the hpm, the cause of the peritonitis is unknown. However, the hpm was confident stating the serious adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) malfunction or deficiency. The patient will return to ccpd therapy once his abdomen has healed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the temporary transition to hd for rrt. The pdrn stated the etiology of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, the pdrn reported the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Acinetobacter baumannii is commonly found in soil and water and is a known opportunistic pathogen in humans with compromised immune systems. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as the patient continues to utilize the same liberty select cycler.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked bottom cover. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii on (B)(6) 2026, and the patient¿s vancomycin was discontinued. Upon receipt of the peritoneal effluent culture results the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and remains hospitalized as of (B)(6) 2026. Per the hpm, the cause of the peritonitis is unknown. However, the hpm was confident stating the serious adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) malfunction or deficiency. The patient will return to ccpd therapy once his abdomen has healed.